Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2021. The patient did not report any blood glucose levels. The patient reported she was found unconscious in a parking lot after their flight by police who called a medical team to take her to the hospital. Symptoms reported include passing out due to hypoglycemia. The patient was treated with IV fluids the patient was released the same day. The patient reported they had their pod on while at the hospital.